Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the cable could not be inserted into the single side tensioner. So, the surgeon used spare cable into the same single side tensioner,and it could be inserted.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The returned cable and sleeve are in pristine condition. Visual inspection found no discrepancies. Functional inspection found the cable can be fully passed through both holes of the sleeve with no issue. Insufficient medical records information was received for review with a clinician consultant. The exact cause of the event could not be determined because the device passed the functional inspection. Further information such as return of tensioner device, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The reported event regarding assembly issue involving a dall mile cable set was not confirmed.

Event description:
It was reported that the cable could not be inserted into the single side tensioner. So, the surgeon used spare cable into the same single side tensioner, and it could be inserted.